Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) year old female patient's neighbor contacted zoll to report that the patient had passed away. Review of the events surrounding the patient's death indicates the patient experienced a short run of vt 170 bpm at 06:50:23 at which point the response buttons were pressed to delay the treatment. Another vt detection was declared approximately 2 minutes later, but the rate (141 bpm) was below the patient's programmed threshold of 150 bpm. Asystole was then detected after another 2 minutes. The patient's ECG indicates two non-lifevest defibrillations were delivered which resulted in asystole. The lifevest then detected an arrhythmia at 07:03:26 in which five shocks were delivered. Oversensing of small signal during asystole contributed to the false detections.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and electrode belt were fully functional and able to detect and treat. Monitor: 10/2010. Electrode belt: 03/2010.